Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in a vehicular accident and was the driver during this incident. Customer reported being hospitalized for the incident. The customer reported their blood glucose declined to under 7 mg/dl. The customer did not provide further details about the hospitalization. Customer reported thinking they suspended the insulin pump, but they did not, causing the low blood glucose. The customer also reported being a brittle diabetic. Customer declined to return the insulin pump for analysis.